Manufacturer narrative:
The problem was due to a component failure (broken compact charger). We are waiting for additional information from distributor.

Event description:
The laser system has the following problem: "no power ". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure (broken compact charger) which was substituted by the distributor. We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problem: "no power ". No adverse effects to patient were reported.